Manufacturer narrative:
A gambro polyflux 140 h dialyzer was used in a home patient dialysis treatment. The dialyzer involved in this incident was discarded. Gambro performed a lot history record check. This lot was produced and tested; no abnormalities or other defects were found. There were 39,600 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No further complaints were reported for this lot number.

Event description:
During a home visit by a medical staff, the patient complained of not feeling well and abdominal pain. Laboratory data provided suggest the patient suffered from hemolysis. No additional clinical information has been provided as of this date. The clinical investigation is presently ongoing.